Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Testing of the device confirmed the complaint. Investigation isolated the cause of two failure conditions. A video controller integrated circuit (ic) on the motherboard and the display cable both had open circuit conditions, creating the malfunction condition. Soldering the pins of the ic and replacement of the display cable corrected the problem. After repair, the device performed to specifications and was returned to the customer.

Event description:
The customer stated that the display would not come up during a routine check of this unit.